Event description:
Migrated device. I had a tubal litigation with filshie clips in (B)(6) 2012. Not only was I not informed that the clips were placed, but the doctor never consulted my records or asked me if I had an allergy to metal. I found out just recently that im clinically allergic to nickel, filshie clips contain nickel, and one clip has migrated. FDA safety report ID # (B)(4). FDA received date: 02/06/2020.